Manufacturer narrative:
Device evaluated by MFR: additional information . Manufacturer's investigation conclusion: the reported event of a low battery hazard alarm associated with a system controller exchange could not be confirmed with the returned system controller (serial # (B)(4). The system operated within the set speed value (5,600 rpm) and low speed limit value (5,400 rpm). Power cable disconnect alarm events were captured relating to routine power exchanges. On (B)(6), the driveline was disconnected at 3:18 pm and shortly after, both power cables were disconnected. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis that could be correlated to a low battery hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's backup system controller, serial (B)(4), not working was not confirmed. The provided information indicated that the controller was exchanged due to an unknown alarm, covered in (B)(4), and the backup controller was not working and the patient went back to the primary controller. A review of the downloaded log file showed 183 events spanning approximately 4 days (B)(6) 2019 per time stamp)). The controller was connected to a pump on 11sep19 and was running without issue, the driveline was disconnected and the controller was powered off on 11sep19 at 17:13. It was turned on at 21:26 without the driveline being connected. The controller is reset multiple times through 14sep19 without the driveline ever being connected again. The controller is turned on again on 19sep19. All event captured on 19sep19 were in charge mode. No other notable alarms active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause for the reported event of the backup controller not working was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms and the controller was exchanged out to a back-up. The back-up did not work per the patient and caregiver and it was changed back to the primary controller. It is possible that the alarm was due to low battery power as the patient stated after a power outage they stayed on batteries day and night in fear of another power outage while on wall power. When we connected the controller to the monitor in clinic, the alarms noted were for low flow. Log files were sent and no unusual activity was noted. No further information was provided.